Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found one of the snaps to have broken off. The broken piece was not returned. The disposable was assembled onto a set of forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to seal normally. An additional failure was found during the investigation; one of the snaps was found to be broken and missing. The additional findings did not contribute to the reported condition. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during an oophorectomy procedure the tissue was not sealed by the device upon initial sealing. The device had been tested prior to the start of the procedure and functioned as expected. A new device was utilized to complete the case. There was no injury to the patient.